Event description:
During an unspecified procedure, the instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA.